Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cr femoral impactor broke in half while impacting the femur. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was used to complete the surgery. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Th event is confirmed. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and a portion of the impactor pad had fractured off. Not all fractured pieces of the device were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode in a zrm in which an overload fracture failure mode was identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.